Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: is a lot or serial number available? N/a. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. How severe was the dysphagia/odynophagia before intervention? Medium. Did the dysphagia improve after the device was implanted initially? Dysphagia didn't start until after implantation of linx. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Other than the reported persistent dysphagia, were there any other factors that lead to the removal of the linx? No. Was the device found in the correct position/geometry at the time of removal? Yes.

Event description:
It was reported that the linx was explanted. The explant removal was due to persistent dysphagia. Partial fundoplication was done.